Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown knee tibial insert component; unknown knee femoral component; unknown knee patella component; unknown knee bone cement.

Event description:
The patient was revised to address a septic loosening of the tibial component at the cement to implant interface. Cement manufacturer used was competitor. Surgeon has expressed concern with the tibia because he has revised a fair amount of them. Doi: unknown dor : unknown right knee.